Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed no delivery. Customer stated that the reservoir was low at the time. Customer's blood glucose reading was 304 mg/dl. Customer reported that the alarm was resolved by a complete set change. Product is not being returned or replaced as the customer does not want to return the reservoir or infusion set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.